Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during interrogation of the subject pacemaker,the battery was depleted 10 months faster than expected compared to last year follow-up for a pacing dependent patient. Reintervention and replacement were planned for (B)(4) 2014. The device will be returned for analysis.

Event description:
Reportedly, during interrogation of the subject pacemaker,the battery was depleted 10 months faster than expected compared to last year follow-up for a dependent pacing patient. Reintervention and replacement planned on (B)(6) 2014. The device will be returned for analysis.

Event description:
Reportedly, during interrogation of the subject pacemaker,the battery was depleted 10 months faster than expected compared to last year follow-up for a pacing dependent patient. Reintervention and replacement were planned for (B)(6) 2014. The device will be returned for analysis.

Manufacturer narrative:
(B)(4).